Event description:
Same case as MFR's report # 6000130-2006-00116. During a pta/stenting treatment procedure, the coating of the amplatz super stiff 035/180 guidewire became loose causing the wire to become deformed and subsequently stuck in the stent. The physician was placing a wallstent in the biliary tract when the coating of the wire came loose from the core wire. The physician said, "the thread of the guide wire was loose when it was taken out of the pt; and that it felt like it was loose inside the pt," but he was unable to visually confirm it. The guidewire was removed without any problems and replaced with another amplatz guide wire, but the problem occurred again with the second wire. The procedure was successfully completed. The pt did not suffer any injury from the event and the current pt status was reported as 'no problems'.